Event description:
The customer's mother stated that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 400 mg/dl. The customer's mother stated that prior to the event the customer had high blood glucose levels. The customer treated the hyperglycemia with boluses, but her blood glucose level continued to rise. Troubleshooting was performed and the programming on the insulin pump was correct. The customer's mother reported that the customer often experiences bleeding at the infusion site. A tubing clamp was not available to perform the high pressure test at the time of the phone call. After the initial phone call, the customer's mother called back to report that the customer had again been taken to the hospital due to hyperglycemia. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.